Event description:
During an in clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. The electrophysiologist alleged rv lead dislodgement to be the cause of the event. The lead was deactivated to resolve the event and the patient was in stable condition.